Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) confirmed that there were no failures on the screen. The fse ran hardware test application (hta) and completed the final test in aux 5.1 and all cubies were worked. Customer then was able to access drawer without an issue. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and did not open. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.